Event description:
It was reported that for an interventional coronary procedure, a 0.014 ht bmw elite 190 cm guide wire was advanced through the vessel. A trek balloon predilated the lesion and a xience prime was deployed. Post dilation was done with a trek. The proximal yellow identifier on the bmw was noted to be peeling away. The first bmw wire was removed and replaced with a new bmw elite along with trek post-dilation to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque balance middleweight elite guide wire confirmed the guide wire identifier was damaged. Factors that may contribute to damage to the guide wire identifier include, but are not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast and/or interaction between devices. A review of the batch history record for the reported lot revealed no nonconformances related to guide wire identifier damage during production and indicated that all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents for guide wire identifier damage. Based on the investigation and available information for this lot, there is no evidence to suggest that the guide wire identifier damage is related to the manufacturing process.